Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device has lost it's audio despite attempts to adjust the volume. There was no negative patient impact.